Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous left anterior descending artery. The 2.75x15mm xience sierra stent delivery system (sds) was inflated to 12atms. The proximal edge of this stent was the only portion that opened and remained flared. A leak was not noted. The sds was removed from the patient without issue. A new unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and material deformation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported damage appears to be related to operational circumstances of the procedure as it is likely the device interacted with the moderately calcified and moderately tortuous artery and/or procedural device accessories during advancement to the lesion causing the noted torn distal tip and subsequent reported activation failure of the balloon. The proximal portion of the stent partially expanded; however, was unable to fully expand due to the noted tip leak. The partial expansion in combination with interaction with the anatomy and/or device accessories during removal likely caused the reported material deformation. It should be noted that there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.